Manufacturer narrative:
The device has not been returned for evaluation. However, our sales representative was able to provide a picture of the broken instrument alongside of a new one for comparison, and the broken instrument appears to be a karl storz instrument. The picture confirmed one of the jaws of the subject instrument was loose from the rivet.we could not determine the age of the instrument as the lot code was not provided.

Event description:
Allegedly, during a laparoscopic hysterectomy procedure a screw from the of the scissors insert broke off inside the patient. The broken piece was retrieved and hospital reported there was no negative patient impact.